Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Sections could not be completed with the limited information provided in the article: initial reporter - this article was authored by johannes c. Reichart, maximilian r. Volkmann, maximilian koppmair, lars rackwitz, martin ludemann, maximilian rudert, and ulrich noth. ¿comparative retrospective study of the direct anterior and transgluteal approaches for primary total hip arthroplasty¿ international orthopaedics (sicot) (2015) 39:2309-2313". This report is number 4 of 4 mdrs filed for the same event (reference 0001822565-2017-00493, 0001822565-2017-00494, 0001822565-2017-00495).

Event description:
A patient identified in the article was diagnosed with a partial gluteal insufficiency that caused a prolonged phase of rehabilitation but resulted in no remaining functional deficit. There has been no further information provided and the patient outcome is unknown.